Event description:
Implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) and was explanted. There were noisy signals noted on the rate/sense and ventricular shocking channels.